Manufacturer narrative:
No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed will not go into trendelenburg or reverse trendelenburg. No patient impact.